Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she was hospitalized due to diabetic ketoacidosis and being on the insulin pump. Customer stated her settings were missing. Customer's blood glucose was over 1300 mg/dl. She had high blood glucose and was in a coma. Customer stated her daughter had called paramedics and then left and she had to call them again as she was in a coma. She was hospitalized for six weeks and was wearing the device at the time of the hospitalization. Customer is not returning the device for analysis.